Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that event log files were submitted for review. The event log files captured numerous controller clock corrupt alarms throughout the log. The system controller clock was set to january 2000, which occurred due to a complete loss of power. The patient had 3 "malfunctioning" backup controllers. The patient reported one of their controllers had a controller fault alarm and an unknown alarm they could not remember. The patient had extra backup controllers due to losing controllers and having malfunctions all the time. These had accumulated over some length of time. The patient had rescue tape around their driveline.

Manufacturer narrative:
Manufacturer's investigation conclusion: the heartmate 3 system controller (serial number: (B)(6)) is being evaluated for unknown alarms. The system controller was not returned for analysis and no log files were submitted for review. The controller is further investigated under MFR #: 2916596-2024-02300. The device history records were reviewed for the system controller (serial number: (B)(6)) and was found to pass all manufacturing and qa specifications before being shipped to the customer. Heartmate iii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, and the actions to take if the alarms cannot be resolved. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.